Manufacturer narrative:
Pump received with failed battery test alarm after battery was installed due to corroded battery tube. Unable to verify for a33 alarm due to failed battery test alarm, however drive support disk was protruded. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and missing end cap sticker.

Event description:
It was reported by the customer's mother, that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.